Event description:
Routine foley discontinued (14fr). Balloon deflated and syringe remains secure. Resistance met at the tip of the catheter when it was 1.5-2 cm of remaining catheter in patient. Another rn called to assist-unable to remove. Lidocaine obtained and gel inserted around catheter x2. Catheter removed on total of 3rd attempt. Patient tolerated without pain or injury. This is an ongoing issue and the supply chain analysis is aware. She has been in contact with the manufacturer regarding these issues. This is the 6th such reported event with this type of device at our facility over approximately 6 months.device #1is this a laboratory device or laboratory test?no.